Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va0hxzv, implanted: (B)(6) 2014, product type lead product ID 7482a66, serial# (B)(6), implanted: (B)(6) 2014, product type extension product ID 64001 lot# va2y47c, implanted: (B)(6) 2025, product type adapter product ID b35200, serial# (B)(6), product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 08-jan-2017, UDI#: (B)(4); product ID: 7482a66, serial/lot #: (B)(6), ubd: 11-nov-2014, UDI#: (B)(4); product ID: 64001, serial/lot #: (B)(6), ubd: 12-apr-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance issue occurred. A surgical intervention was performed, during which the implanted neurostimulator was explanted and replaced with a new neurostimulator; the surgeon stated that the explanted neurostimulator was not the source of the impedance issue but implanted a new neurostimulator regardless and planned to wait for another case to investigate the source of the impedance problem. The patient was reported alive with no injury. Additional information received from patient rep clarifying that patient has an impedance problem that has been going on for months. Caller stated that instead of just changing the battery, the doctor went on and did exploratory surgery to find out if the wires leading in as they led into the cranium were good and no malfunction was found, but somewhere, whether it's a connection, a connector or something, they will have to explore it more. Caller mentioned that there were supposed to be 4 leads, but there are only 3 that are working right so they may have to go in for more surgery. The patient was redirected to their healthcare provider to further address the issue.".